Event description:
Analysis of the returned superion indirect decompression (ID) spacer revealed that the spindle cap was partially sheared off from the implant body in addition to the cam-lobes being bent and detached from the spindle cap. The damage to the implant indicates failure was likely due to deployment again resistance and/or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states to not force deployment or implant breakage or damage to bony structures may result. Therefore, boston scientific engineers confirmed the spindle cap partially detached and the bent cam-lobe issue and have concluded the probable cause was unintended use error caused or contributed to the event.